Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 failed repeatedly. A full inspection of the drawer revealed a slightly frayed row board cable, which was promptly replaced. As a proactive measure, both the drawer controller and module controller were replaced. During testing in hta (hardware test application), it was discovered that the first positions on both the b and c cubie trays were malfunctioning, preventing proper cubie ejection. To resolve this, both trays were replaced. All components were retested and confirmed to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 failed repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.